Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported that an implant was placed in the right breast. The client received all kinds of complaints regarding leaking / ruptured implants. The device has been explanted and replaced with a non allergan implant.